Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysmal sac enlargement. Please noted: attached list of additional devices implanted and involved in this event: pcc201400/lot#02704222. Pcc201200/lot#02730236. Pct281416/lot#031902002. Pcl161407/lot#021840302.

Event description:
In late 2003, a gore excluder bifurcated endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Postoperative images revealed that the pt's aneurysmal sac had increased in size. In 2008, the pt was converted to open surgical repair.